Event description:
Pt with known abdominal aortic aneurysm to cardiac catheterization lab for elective out-patient evaluation and possible intervention for chest pain. There was an election to attempt treatment of the left anterior descending artery (lad). When using a 6 french multipurpose catheter, it was difficult to obtain the necessary torque to access the lad and the catheter kinked. An attempt was made to remove the sheath and catheter together, but the catheter separated with part in sheath and part in pt. Pt required an operative procedure to remove the portion of the catheter retained. Pt underwent an exploration of the right femoral artery with the retained portion removed in its entirety. Pt required an overnight stay in the hospital as an inpatient.